Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2018. (B)(4) submitted for adverse event which occurred on (B)(6) 2020.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on an unknown date in (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent revision surgery on an unknown date in (B)(6) 2018. It was reported that the patient underwent a revision surgery on an unknown date in (B)(6) 2020. It was reported that the patient experienced groin pain and hernia recurrence. No additional information was provided.